Event description:
It was reported that in 2007, the patient underwent treatment with the polarcath device for one lesion. During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory and there was a flow limiting dissection. Post dilatation of the lesion a stent was implanted. The location of the single target lesion was the superficial femoral artery. The lesion was described as de novo, moderate calcification, no tortuosity, concentric stenosis with a vessel diameter of 5 millimeters and a lesion length of 40 millimeters. The pretreatment stenosis percentage was 100%. The post-dilatation percentage stenosis was reported as 0%. There were 3 inflations which resulted in flow-limiting dissection and a 6 millimeter stent was implanted with a maximum pressure of 15 atmospheric pressures (atm). The patient had pain during the cryoplasty inflation. The cryoplasty total procedure time was 25 minutes. The patient had a follow up visit at the clinic/hospital the following year. The clinical stage of the patient at the follow up visit is claudication: walking distance greater than 150 meters (fontaine iib or rutherford grade I category 2). The ankle brachial index is 0.92. A duplex and angiogram were not available at the follow up. It was documented that the patient did not experience any adverse events since the index procedure but it is noted "amputation".

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.